Event description:
Active bleeding noted around percutaneous arterial catheterization site to left radial artery. When discontinuing IV, it was noted that catheter was broken near the hub. X-ray revealed catheter in left radial artery.